Event description:
Low blood glucose levels, was unconscious (hypoglycaemic unconsciousness). Case description: this spontaneous report, received from foreign country and reported by a consumer as "low blood glucose levels, was unconscious", concerns a male patient treated with novopen 3 (insulin delivery device) for "device therapy". In 2007, the patient's blood glucose level decreased and the lost coconsciousness. He received an unknown treatment by the staff from a rescue helicopter. The overall outcome has not been reported. Reporter's causality: possible. Novo nordisk causality: reportable.